Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, e315 (scope err unsupported scope) occurs and e216 (scope communication error) occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a leak has been confirmed in the scope, suggesting that water may have entered the scope connector, causing a short circuit in the printed circuit board housed inside the connector and potentially triggering error code e226. In addition, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a e226 endoscope connection error, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.